Manufacturer narrative:
This report is filed june 23rd, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. The patient was explanted on (B)(6) 2014, and reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).